Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), underwent a computed tomography (CT) scan and was informed by a nurse that one of their leads was loose. The patient was uncertain whether the loose lead was associated with their medtronic stimulator or a non-medtronic stimulator also implanted. The patient expressed fear and anxiety about turning the stimulation back on due to the loose lead. The patient was redirected to their healthcare provider for further evaluation, and representatives were notified for visibility. No patient complications have been reported as a result of this event.